Event description:
It was reported that a vns patient was experiencing an increase in seizures. The relationship to prevns baseline seizure levels is unknown. Using the patient's programming history, a battery life calculation showed 2.56 years remaining until the generator reaches end of service. Good faith attempts to obtain additional information have been unsuccessful to date.